Event description:
Patient reported a left side capsular contracture baker grade IV. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade IV.

Event description:
Patient reported a left side capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: weight to the spec, yellow particles on the shell, and an opening on posterior. A microscopic analysis was performed which identified: two striated openings on anterior and a sharp opening with non-penetrating nick near of the opening site, this condition was called surgical impact. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: two striated openings on anterior assessed as surgical damage. A sharp opening on posterior assessed as surgical impact."